Event description:
The paramedics reported that during treatment of a patient in cardiac arrest, they were able to establish an etco2 waveform, but after a period of time that waveform was lost on the display. They did troubleshooting steps and after a period of time the waveform reappeared. The involved patient died, but the paramedics stated that the device behavior did not impact the patient outcome.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.